Event description:
Employee exposure to blood and body fluids when syringe malfunctioned and fluid was propelled out of syringe hitting and spraying employee in the face and down between eyeglasses into eyes.